Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as cutting into skin, weeping, open sores, and bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a barrier cream and nystatin for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.